Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/8/2016 - phone, 9/8/2016 - phone, 9/8/2016 - email. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The breathing system had already been opened, cleaned and then reassembled before the service representative could check the unit. The adjustable pressure limiting and airway pressure gauge were replaced proactively. The unit was returned to service.

Event description:
The hospital reported the unit alarmed 'sustained pressure'. The adjustable pressure limiting valve was intermittently sticking during a case. There was no report of patient injury.